Event description:
It was reported that during a cholecystectomy procedure, when the cystic was clipped, the clip did not come out and would not close properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? During surgery. What vessel or structure was the device fired on at the time of the event? The cystic. Was the clip fully advanced into the jaws prior to firing? To the moment close the device the clip was not going down. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What were the indications for surgery? What was found? Stones in the bladder. Does the patient have any relevant history of surgical treatments? If so, what? Confidential information. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clip as intended. The trigger of the device was noticed to be cracked. In addition, the device did not locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The analysis findings are not related with the reported issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2012. Information was not provided by the initial contact. Information anticipated, but unavailable at this time.